Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error. The customer reported event " irregular cycle" does not refer to an issue with the washing sterilizer, but due to a pinhole on a-rubber, causing a loss in water tightness. This malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported the subject device experienced irregular cycle during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage due to pinhole in the bending section cover. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.